Manufacturer narrative:
This report is filed (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.